Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Event description:
On 2/27/2023, it was reported by a sales representative via e-mail that an ar-4550 meniscal root repair kit had an issue during an knee arthroscopy procedure on (B)(6) 2023. Despite multiple tries, the needle would not pass through the meniscal tissue on firing the second fiberlink with the knee scorpion. Once the needle was removed, it appeared to partially fracture in the shaft of the needle; the whole needle was removed - no parts of the needle split off or remained in the patient. The case was completed using a separate knee scorpion needle. There was no patient effect reported. Additional information requested.